Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the wire sheath "peeled back". An rx lithotripter compatible basket had been advanced to treat an unspecified lesion in the biliary duct. At an unspecified time during the procedure, the wire sheath "peeled back". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.